Event description:
Since pump replacement, patient has very severe return of symptoms about 10 - 11 days prior to refill (bladder spasms, incontinence, stiff arm/legs, leg contractions causing loss of sleep). Hcp on follow up confirmed patient experienced decrease of therapy with volume residual alarm set at 2 cc. One hcp attempted to reset alarm to 4 cc but was unable to do so as the residual volume was than 4cc. Pump refilled and device successfully reprogrammed with 4cc alarm volume. Patient will be monitored for response to adjustment in programming.